Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing blood back flow during use. The following has been provided by the initial reporter: when I hit the blood test tubes, the blood goes back into the vein.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing blood back flow during use. The following has been provided by the initial reporter: when I hit the blood test tubes, the blood goes back into the vein.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to backflow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.